Manufacturer narrative:
The pump alarmed motor error during the rewind due to moisture damage on the motor home switch. Unable to perform operating currents, unexpected restart or all functional testing including the displacement, rewind, basic occlusion, occlusion, prime or excessive no delivery tests or verify the motor position encoder error, failed battery or lost sensor alarms due to the motor error alarms. The pump had a bleeding lcd glass, minor scratches on the lcd window, a cracked case at the display window corners, cracked battery tube threads, a cracked reservoir tube lip and a scratched reservoir tube window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump alarmed motor error after a bolus. Customer's blood glucose was 117mg/dl to 154mg/dl at the time of incident. Troubleshooting found that the pump also alarmed motor position encoder error. Customer was advised to discontinue use of the device and revert to a back-up plan per their doctor's instruction. The customer was also advised that the device would be replaced and agreed to return the product for analysis.